Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had color bars on screen and camera head was broken. There were no reports of patient harm.

Event description:
It was reported the subject device had color bars on screen and camera head was broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reported event where the device did not start when plugged in and displayed color bars was caused by a damaged cable. The most probable cause is a cause traced to component failure. Olympus will continue to monitor field performance for this device.